Event description:
During routine service and repair it was discovered that the sagittal saw attachment was vibrating and getting hot. The device failed during pre-test. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device received on unknown date. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.